Event description:
Hcp reported a patient death. The cause of death was not device related. The cause of death was accidental prescription drug overdose unrelated to the pump. It was an overdose by the combined effects of oxycodone, citalopram and benzodiazepines in addition to the morphine delivery pump. Additional circumstances surrounding the death were bronchopneumonia. An autopsy was performed. The pump was delivering morphine. Concentration: 10 mg/ml dose: 2.996 mg/day

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4): analysis of the pump revealed no anomaly found. A partial catheter was returned. Analysis of the catheter revealed no significant anomaly found.